Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the emergency room after receiving inappropriate shocks. Upon device interrogation, a single ventricular fibrillation with oversensing and noise was observed on the lead. Lead measurements were stable and in range and noise was not reproducible with further tests. Some programming changes were made and patient was scheduled for chest x-ray. No further changes were made. Patient was stable prior, during and post device interrogation and will continue to be monitored. During a follow up visit, lead was explanted and vegetation on the lead was observed. Possible infection was suspected therefore no new lead was implanted. Patient was stable post procedure.